Manufacturer narrative:
Testing and investigation at the service center found that the keys on the device touchscreen were not responsive when pressed and the fan was not spinning while the battery was charging. Further testing found the device fan was not rotating fast enough to keep the device ambient temperature from reaching the threshold. The probable cause of the unresponsive touchscreen was due to dry contamination on the bottom of the device touchscreen caused by fluid ingress. The probable cause of the s233 malfunction alarm code was a broken fan. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported, prior to infusion, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note stating "pump overheating" and the device was warm to touch. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.